Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site did not use the device and used cautery energy. The procedure was completed robotically.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, user informed the technical support engineer (tse) that they encountered error c-01 error on their erbe unit, indicating that activation had been halted. The user attempted to resolve the issue by power cycling the erbe and replacing the blue and green cables and instruments, but these actions did not resolve the problem. The tse inquired if the user had a force triad energy generator to connect, but they did not. An attempt to check for a vision side cart (vsc) swap was made, but the systems at the hospital had incompatible software versions.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. The issue was confirmed using log reviews. Upon visual inspection, the fa team identified chipped paint, scratches and touch-up paint on the covering/housing. Functional testing showed that the unit powered on and successfully cauterized across all ports and instruments without any problems. However, a review of the erbe internal log revealed an additional error, c-00. The complaint was confirmed by failure analysis.